Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, (B)(6)). Customer indicated about the false positives in rows c\d of drawer a. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and replaced rack c/d (#pn 444531 - bactec fx rack assy spare) and installed (pn#444876 - shorting pcb assy bfx spare (set of 10)). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. This is a known issue that has already been corrected with CAPA 410111 to install shorting boards to the rack pcbs. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false postive results were obtained in drawers a and b. Confirmatory gram stain and subculture was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives. Spoke to cx on the dispatch. She will block drawer b rows cd and will have the other rows empty if space allows. All false positives were in drawer b rows cd. Drawer b rows cd indicated low 2.50v, high -2.50v, and very low 3.3v/5v. Drawer a rows cd, drawer b rows gh, and drawer b rows ef indicated low.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false postive results were obtained in drawers a and b. Confirmatory gram stain and subculture was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives. Spoke to cx on the dispatch. She will block drawer b rows cd and will have the other rows empty if space allows. All false positives were in drawer b rows cd. Drawer b rows cd indicated low 2.50v, high -2.50v, and very low 3.3v/5v. Drawer a rows cd, drawer b rows gh, and drawer b rows ef indicated low